Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12k02075 and h13b23045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An exception was noted for the batch h12k11019 but does not indicate any issues related to the complaint.

Manufacturer narrative:
(B)(4). On an unknown date, the patient had pain on his right side and was hospitalized for 19 days. It was not reported if the pain was related to peritonitis. Treatment was not reported. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient recovered from the pain in right side.

Event description:
This is report 1 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unknown antibiotics and the patient would be on it for few more days. The patient was discharged from the hospital and was recovering from this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).